Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the battery passed visual inspection. Functional testing revealed that the battery was unable to charge and unable to provide power to a test controller. Further testing of the cable revealed an open wire. Supplemental testing identified a defective solder at the connection between the wire and the connector pin. After the cable was replaced, the battery functioned as intended. If the faulty battery remains connected to the battery charger, the battery charger status indicator will flash red after eight (8) hours due to a charge time-out. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a defective solder. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacture because it was flashing red on the battery charger. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.